Manufacturer narrative:
This event involves a legal case or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow-up efforts. If additional information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defib lead (B)(6) 2005. (B)(4).

Event description:
It was reported (per an amended complaint) that the patient experienced chest pains, worsening shortness of breath, sinus congestion, scarring and ¿physical pain.¿ it was also reported that "as a result of the malfunctioning defibrillator" the patient "had multiple hospital admissions along with multiple surgeries for pocket revision and erosion." The device remains in use. No further patient complications have been reported as a result of this event.